Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from an hcp on (B)(6) 2015. They stated that the alarms were not incorrectly set, that no diagnostic testing was performed with regard to the alarm settings, that no actions or interventions were taken with regard to the alarm settings, that there was no cause of incorrect alarm settings, and that there was no outcome with regard to the incorrect alarm settings.

Event description:
It was reported there was a motor stall confirmed in the event logs with no motor stall recover recorded. The pump stalled on (B)(6) 2013 and the patient started hearing the alarm 2 weeks ago. The pump was refilled 2 weeks ago with no problems. The patient was having dizziness, lightheadedness, balance problems, and was trying to adjust blood pressure medication. The pump was being used to deliver fentanyl and bupivacaine. Additional information received reported the pump may be replaced. Withdrawal was reported with symptoms of ¿off balance¿ and dizziness for an uncertain amount of time before a fall. The patient had a concussion and broken bones with the fall. The patient¿s health care professional (hcp) visited the patient while the patient was hospitalized. Motor stalls were reported to have occurred on (B)(6) 2013 at 15:28 and on (B)(6) 2013 at 15:28. There was an alarm that beeped every hour on minute 28 for an uncertain amount of time before being silenced by the hcp on (B)(6) 2013. Additional information received reported the pump replacement had been continually delayed. It was reported the cause of the fall that lead to broken bones and a concussion was the withdrawal the patient was experiencing and the patient was unaware the pump was not working. It was reported the pump was put in safe mode. Additional information reported the pump was prematurely stalled and was explanted on (B)(6) 2013. There was a critical alarm due to a motor stall. It was also reported there was a false motor stall with telemetry state. The pump was replaced. The pump logs were checked and the cause of the issue was not determined. The fentanyl dose was reported as 21.2 micrograms per day and the bupivacaine dose was reported as . One hundred fifty six (156) milligrams per day. The patient status at the time of the report was ¿alive- no injury.¿ the patient symptoms associated with the event were listed as flu-like symptoms (including sweating, generalized body pain, fever, and nausea), headache, pain, sweating (diaphoresis), underdose symptoms, and less than 50% therapy relief.

Manufacturer narrative:
Concomitant products: product ID 8703w, lot # l49842, implanted: (B)(6) 1998, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4). The previously reported conclusion code was removed, as it no longer applies.

Event description:
On (B)(6) 2015, information received from a consumer reported that the alarms weren't set right and the patient went through withdrawal. Additional information was requested to clarify the nature of the reported "alarms weren't set right and the patient went though withdrawal" was requested. If additional information is received, a follow-up report will be sent.